Manufacturer narrative:
(B)(4).

Event description:
It was reported that variations in battery voltage measurement was observed during a scheduled generator change. The device was explanted and replaced. The patient was discharged post procedure.